Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing.

Event description:
During a patient call, it was reported that device lost power as the user attempted to pace the patient. The user was unable to power the device back on initially thereafter. The patient was delivered to the emergency department successfully but the outcome was not known. There were no further details on the event and/or the patient provided.